Manufacturer narrative:
The technician found the casters were worn. He replaced all four casters to repair the bed.

Event description:
Information received indicates the brake is not working. The casters continue to move from side to side when the brake is set.